Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited right ventricular (rv) impedance measurements of less than 200 ohms. Patient isometrics were performed in unipolar and bipolar configurations. When testing in unipolar, noise was produced but was not sensed by the device. When performing threshold testing in unipolar, noise and oversensing were observed. When performing threshold testing in bipolar, high amplitude measurements, noise, and non-capture were noted at 7.5 v at 0.4 ms. No asystole was noted as the patient had an underlying rhythm. The device was reprogrammed to higher rv outputs, and the patient noted muscle twitching. The device was subsequently reprogrammed and the patient would be monitored. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which indicated that a remote follow up was performed. There was no additional report of noise, but the rv pacing threshold measurements had increased. No actions or interventions were planned, and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.